Manufacturer narrative:
(B)(4)

Event description:
On 2016-01-08 (B)(4) update on 2016-01-08 (hcp, rep): information was received from a healthcare provider in regards to a patient who was being treated with lioresal intrathecal (2000 mcg/ml; 419 mcg/day; lot # unknown). The indication for device/therapy use was listed as intractable spasticity and a post spinal cord injury. The patient's pertinent medical history or additional medications were not provided. A motor stall was seen in the pump logs after the pump was initially interrogated. The pump motor was actively stalled and the message 'stopped pump period may exceed tube set' was observed. The motor stall occurred on (B)(6) 2016, and the tube set occurred on (B)(6) 2016. It was unknown if the patient recently had an MRI. A pump replacement, covering the patient with non-pump medication, and programming the pump to minimum rate were all being considered due to the motor stall. The physician was going to contact a local company representative in an attempt to have the pump replaced as soon as possible. The reported patient symptoms were somnolence and minor withdrawal. It was noted that the patient was from out of town, and the patient was new to this physician. Later on (B)(6) 2016, information was received from a company representative who had been contacted, and the plan was to replace the pump that day. Should any additional information be received, it will be reported in the form of a follow-up report. On 2016-01-18 (B)(4) update on 2016-01-18, rp (rep, hcp) on 01/18/2016- additional information was received a company representative (rep) and healthcare provider indicated the pump was replaced (device related) with another company product, and the pump would be returned for analysis. The date and details of the explant were not provided.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. The previously reported conclusion code was updated.